Manufacturer narrative:
One device was received for evaluation for the complaint that the pump gives air alarm. The review of service history found that this device has been in for service but was not related to the customer stated problem. The problem cannot replicate in the event history log. The visual and functional testing was performed. The complaint not confirmed as there is no air alarm if there is no air in line and the root cause of the reported issue was unable to be determined. The device submitted for functional and delivery tests after repair.

Event description:
It was stated that the pump gives air alarm. There was no reported patient involvement.